Manufacturer narrative:
No additional information is available from the user. No reason for the malfunction could be identified.

Event description:
Falsely elevated troponin (ctni) results were obtained on several patient specimens. The falsely elevated results were reported to the physicians. The physicians questioned the results. Repeat analysis of the patient specimens for ctni obtained normal results. Corrected results were issued to the physicians. There were no adverse health consequences as a result of the falsely elevated ctni results. No further information was able to be obtained from the user.